Event description:
During a coronary procedure it was noticed that the actual cypher stent was on the table. The stents appeared to be expanded and was not on the delivery system. There was no injury to the pt as the product ead clinically used.